Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, there was a power cord resistance failure. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
The field service representative (fsr) replaced the power cord to this unit.